Event description:
It was reported that after implanting this lead the pacing thresholds were not ideal. The position of the lead was changed but after changing the position the helix failed to extend after twenty turns. Subsequent attempts to extend the helix were not successful. A new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observation(s) is a known inherent risk with use of this product. This device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that after implanting this lead the pacing thresholds were not ideal. The position of the lead was changed but after changing the position the helix failed to extend after twenty turns. Subsequent attempts to extend the helix were not successful. A new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.